Event description:
The customer contacted abbott to report error code 1048 (calibration check failure, cal a/b, ratio too large) was generated for the axsym rubella igg assay using new reagent and calibrator lots. The customer decontaminated the instrument and stated the issue persisted. Maintenance procedures were reviewed with the customer and the customer was advised to replace the meia lamp and both instrument probes. Recalibration was unsuccessful following maintenance procedures. The customer decided to centrifuge the calibrators and the calibration was successful and controls were within range. The customer was sent a new lot of standard calibrators as the rubella calibrations failed with the master calibrators. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.